Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the drg ipg was end of life and surgical intervention was undertaken, during which it was noticed that l4 lead was exhibiting high impedance. As such the ipg and the l4-l5 lead was replaced, thereby restoring effective therapy.